Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been hospitalized for seven days due to a blood glucose level of 1400 mg/dl. The customer reported that her husband was unable to wake her and called paramedics. The customer was not wearing the insulin pump at the time that paramedics were called. Blood glucose level at the time of the call was between 100 and 200 mg/dl. The customer declined troubleshooting and stated that she no longer wears the insulin pump. The insulin pump was not replaced or returned for analysis.